Manufacturer narrative:
It was discovered, through troubleshooting, that the audio cable was not plugged in. Plugging it back in resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had no audio output, so no alarms could sound.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had no audio output, so no alarms could sound.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer reported no sound was coming from cns device, pu-621ra s/n: (B)(6). The audio cable was unplugged. When nk tech support advised customer to plug in the cable, it was reported that the issue was resolved. Customer could not provide details on how the cable was unplugged. Service requested: repair. Service performed: repair. Investigation result: device was put into service on 4/27/2016. Service history for this device shows the issue had not occurred prior or after the reported event. The issue was caused by audio cable being unplugged; thus, it is not product design or manufacturing issue. The root cause of audio cable being unplugged is unknown. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
Manufacturer narrative: the customer reported there was no sound from pu-621ra. Nihon kohden tech support determined the cause was that the audio cable was not plugged into the display and advised customer to plug the cable into the audio port. The customer confirmed that the issue was fixed. Although, the attached MDR decision tree categorized this event as MDR-reportable, if the audio cable were to be unplugged from the audio port again, there would still be a visual alarm to alert the clinicians of any patient event, thus there is low patient risks associated failure mode. This issue was resolved through troubleshooting.